Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID:(B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the endoscope's image was blurred and unfocused. It was exchanged with a new endoscope and the procedure was completed without further incident. The exchange resulted in a five minute delay. There was no patient injury. Cross reference MDR: 9610617-2026-00310.